Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. Customer¿s blood glucose was 130 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Partial display not found during testing. Insulin pump passed the displacement test and the self test. (B)(4).